Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). During the procedure the closure device was deployed and recaptured six (6) times. On the sixth recapture, a thrombus was visualized attached to the laa. The closure device was resheathed and the procedure aborted. Heparin was administered. No patient complications were reported.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). During the procedure the closure device was deployed and recaptured six (6) times. On the sixth recapture, a thrombus was visualized attached to the laa. The closure device was resheathed and the procedure aborted. Heparin was administered. No patient complications were reported. It was further reported the thrombus was identified via transesophageal echocardiogram.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). During the procedure the closure device was deployed and recaptured six (6) times. On the sixth recapture, a thrombus was visualized attached to the laa. The closure device was resheathed and the procedure aborted. Heparin was administered. No patient complications were reported. It was further reported the thrombus was identified via transesophageal echocardiogram. It was further reported the non mobile thrombus was located on the limbus of the laa. A transesophageal echocardiogram was performed one day post procedure and the thrombus persisted.

Manufacturer narrative:
B5 event description updated.